Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. The product was being used for treatment, not diagnosis. (B)(4).

Event description:
A medtronic sales rep reported for a doctor in the netherlands that a patient was implanted with an ossicular reconstruction implant on (B)(6) 2010. The doctor states: "teflon (fluoroplastic) shaft of the prostheses was spontaneously separated from the (platinum) wire after successful placement some time ago. Injury of the inner ear." The prosthesis was removed and replaced with a new prosthesis during a revision surgery on (B)(6) 2011. No further patient complication reported. Product analysis found that the two components of the prosthesis were returned and that the unbroken, fully intact platinum wire component came out of the fluoroplastic piston component. Returned prosthesis demonstrated that it was produced correctly and met the manufacturing specification at the time of manufacture. Conclusion: a review of the manufacturing records showed no anomalies during the manufacture of this product. Returned prosthesis demonstrated that it was produced correctly and met the manufacturing specification at the time of manufacture.